Manufacturer narrative:
It has been communicated that the device is available for evaluation. Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported that it was impossible to adjust the valve from pressure 130mm h2o to another value. It seems that the valve worked at times and not at others. Therefore, the surgeon decided to explant the valve.